Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately four (4) months post initial procedure, a type I (a or b) endoleak was found during routine follow-up. The physician elected to treat the patient by relining with an infrarenal afx device on (B)(6) 2019. There was an abnormality seen distally (suspect ib endoleak) on the afx graft after an angiogram was performed. The final angiogram showed that the abnormality was fixed. Patient is doing well and recovering.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported type 1 endoleak could not be confirmed due to lack of relevant medical records and imaging. Only two (2) still photos and a procedure planning were provided by the endologix representative. Several attempts were made to obtain medical records and medical images from the hospital but were denied as patient authorization is needed. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2